Event description:
It was reported that during a surgical procedure of the knee, while using the robotic assisted satellite station device with the robotic assisted base station device it was observed that cuts led to loose resection femoral trials, and reported strange statistics on graphs on the system as well. It was reported that the cuts seemed inaccurate based on femoral trial fit, but not by pointer numbers after resections. It was reported that the pointer indicated the cuts were accurate or within 5mm. However, when the surgeon went to trial it was noticed that the femoral trial was loose. It was reported that initially, the flexion gap numbers in the accubalance graph were 26-28. It was reported that no manual instruments were opened but there was a tibial recut. It was reported that due to the loose femoral trial the surgeon cemented instead of press-fit. There was no surgical delay was no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was evaluated. The device log files were reviewed, and the investigation could not confirm the reported issue of "cuts led to lose resection femoral trials. Reported strange statistics on graphs on system as well. " the investigation found that the root cause of the complaint cannot be determined. Potential causes for the described issue were reviewed. It was determined that the most probable root cause of the complaint is a combination of sub-optimal landmark acquisition, over/under resection of cuts as a result of leg/robot movement, potential array movement, and insufficient or inconsistent application of varus and valgus stresses during the leg alignment steps may be contributing to the issue. The investigation found that in one of the log files analyzed, workflow summary shows multiple attempts of landmark acquisition were tried by the user. The investigation found that all the necessary bone cuts were completed. The investigation found that "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" message displayed during tibial and femoral cut steps. This indicates that there was considerable robot/leg movement during most of the femoral cut steps and tibial cut step; this could lead to inaccurate cuts. The pointer tool was not utilized after the tibia cut; therefore, the cuts could not be assessed for accuracy. Any discrepancy from the planned resections could lead to the implant feeling tighter and deviate from the planned varus/valgus angle. This may have contributed to the balance graph being off. The balance graph does not update for any over/under resections that may occur during the operation. The investigation found that during the initial leg alignment step and all other subsequent leg alignment attempts and some of the landmark acquisition steps and during some femur cut steps, some femur bone array movement was evidenced. The investigation found that there was a probable array movement during initial leg alignment step before any femoral or tibial cuts were made. This would also have caused the cuts to be inaccurate as accuracy of the system's reference frame becomes inaccurate if bone array movement has occurred. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. There were no defects found with the system or software. The software was performing as intended. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. The investigation found that the root cause of the complaint cannot be determined. Potential causes for the described issue were reviewed. The most probable root cause of the complaint is a combination of sub-optimal landmark acquisition, over/under resection of cuts as a result of leg/robot movement, potential array movement, and insufficient or inconsistent application of varus and valgus stresses during the leg alignment steps may be contributing to the issue. However, the reported issue was not confirmed and no defect was found.